Event description:
The reporter stated the surgeon used a cc4204a collamer single piece lens. The reporter received information from the or team that the lens was not inserted into the eye, but there was patient contact. As the surgeon was about to insert the lens into the eye, the surgeon stopped and changed his mind. Decided to use a different lens model. There was no problem with the device. There was no patient injury.

Manufacturer narrative:
Pt weight: unk. Brand name: collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Results: visual inspection of the returned product found the lens inside the cartridge. The cartridge was attached to the injector. There was no damage to the cartridge or injector. There was evidence of clear surgical reside on the product. Conclusions: (no device failure): based on the complaint history and the evaluation of the returned product, the root cause of the event has been determined not lens related. The physician changed his mind and decided to use a different lens model. (B)(4).